Event description:
It was reported that before a procedure, the long attachment would not allow the bur to pass though it due to wear and tear. It seemed to have a broken piece internally. No patient was involved. No other complications were reported.

Manufacturer narrative:
The navio long attachment, part pfsr110006 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be an obstruction due to damaged/broken parts. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.